Manufacturer narrative:
Upon visual inspection, the device was found to have broken down lubrication on the bearing. The device was discarded by the manufacturer.

Event description:
It was reported that during a procedure the straight long saber attachment would not retain a bur. The procedure was completed successfully utilizing back-up equipment. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.